Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with slight degradation. Visual analysis revealed that the fiber was returned broken into two pieces. The first piece measured approximately 44.5 cm from the top of the connector to the break. The second piece measured approximately 270.5 cm from the break and includes the entire distal tip. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it, this indicated that the fiber was broken within the connector. The condition of the returned device would result in insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2018-02571 for the referenced device information. It was reported to boston scientific corporation on april 18, 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy with laser stone lithotripsy procedure performed on an unknown date. Reportedly, the laser unit used was ems laserclast console with laser settings of 1.2j, 15hz, and 18w. According to the complainant, during the procedure and inside the patient, after approximately a minute of use, the laser fiber stopped working. A second and third laser fiber was used and the same issue occurred. The procedure was completed with a fourth flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the sma connector and along the body of the fiber.